Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left mako knee was revised due to medial instability. Patient complaints also included pain and noise/ clicking. A 3x11 ps insert was exchanged for a 3x14 ps insert. Rep confirmed that there are no allegations against the mako robot, and that no further information will be released by the hospital or surgeon.